Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device was positive for hygiene microbiological investigation (hmi), during lab demonstration. There were no reports of patient involvement.

Event description:
It was reported that, during reprocessing, the colonovidescope tested positive for >150 colony forming units (cfus) of pseudomonas aeruginosa and klebsiella pneumoniae. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation and the complaint final investigation. Update fields: h3, h4, h6 and h11. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025. Sampling from: distal end. Cfu: no detection. Bacterial identification: n/a. Sampling from: air/water channel. Cfu: <1. Bacterial identification: n/a. Sampling from: auxiliary channel. Cfu: 2. Bacterial identification: staphylococcus capities, kocuria sp. Sampling from: instrument channel. Cfu: 2. Bacterial identification: bacilus cereus, peribacillus sp. Sampling from: suction channel. Cfu: 1. Bacterial identification: staphylococcus epidermidis. The device was evaluated where an additional reportable malfunction was noted where white foreign material remained in the air/water cylinder and tube. The use of products that contain silicone can cause deposits of white foreign material. Silicone is for example included in simethicone, a defoaming agent, lubricants and so on. If the customer used them, there was risk that foreign material remained in the channel even if the reprocessing was conducted in accordance with IFU. Simethicone and petroleum/oil/silicone-based lubricants are non-water soluble and thus not recommended for use by olympus. Based on the results of the investigation, the reported event could not be confirmed, and a root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Olympus will continue to monitor field performance for this device.